Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion sensor which was not reproduced during evaluation. Downstream occlusion messages were verified through a review of the event history log as 'downstream occlusion!' Messages. Evaluation found the symptom to be caused by out of specification force sensor readings. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified issue with the downstream occlusion sensor. There was no patient involvement. No additional information is available.